Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the backlight inverter, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The removed part was forwarded to physio-control product analysis center for further evaluation. Physio product analysis center (pac) further evaluated the backlight inverter and determined that the cause of the reported issue was due to shorted capacitors, c3 and c4, on the backlight pcb.

Event description:
A customer contacted physio-control to report that their device had displayed a blank screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had displayed a blank screen. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.